Event description:
The user facility reported a 76-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that before the device entered the patient that during priming the impella was attached to the automated impella controller (aic) when a purge system open alarm occurred. The purge fluid was not moving into the purge side arm. Due to concern for the patient a new impella cp and aic was used successfully. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - pump issue has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. There was no issue found during the investigation of the reported complaint. The console functioned/operated to specification during the clinical procedure, and no issues were reproduced during testing.